Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user replaced a dexcom g7 sensor and paired it with the dexcom mobile app while the ilet still contained a prior pairing code, resulting in the ilet displaying cgm connected but not linking to the new sensor until the correct pairing workflow was completed; troubleshooting included switching the ilet cgm setting to g6, restarting, switching back to g7, starting the sensor, and entering the correct pairing code. Symptoms included hyperglycemia reported on the phone cgm while the ilet was not yet connected to the new sensor. Outcomes included temporary loss of automated glucose control until reconnection and resumption of dosing. Investigation included guided troubleshooting and user education to verify cgm settings and pairing code on the ilet. Investigation of this case revealed user setup error of incorrect or outdated pairing code and sensor type selection on the ilet, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to pairing and configuration.